Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. Surgical intervention may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. During the procedure, it was discovered the penta lead was fractured (related manufacturer reference number: 1627487-2022-05724). As a result, the physician was able to program with the other lead to address the issue.